Manufacturer narrative:
The suspect rental tlc-ii plus driver was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with two paracorporeal vads (pvad) for biventricular support. The vad office mgr reported that while the pt was exchanging batteries, the rental tlc-ii plus driver (driver) alarmed and the screen went black. It was also reported that the driver was overheated during the event. The pt's family suspected that the pump may have stopped as they did not hear any noise from the pump or the driver during the event. The pt's family successfully switched the suspect driver to a back-up driver with no further issue. Initial inspection of the suspect driver by the hospital reportedly indicated that the initial battery was low.